Event description:
Angiovac mechanical thrombectomy with extracorporeal bypass was performed. The ivc (inferior vena cava) thrombus was very organized and firm, and not amenable to mechanical removal. During the procedure, the amplatz super stiff wire became fragmented and three small piece of wire were retained in the collateral vein off the ivc. Two of the three fragments were retrieved. Deep vein thrombosis in inferior vena cava.